Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered. Per reporter, the patient stated that the pump was delivering too much medication. It was reported that the patient "went to the ER and stopped using the pump for one day until he received a new one." It was also reported that previously the patient had indicated that the morning dose had not delivered and he thought that he was not getting any medication and indicated that he thought the cassette was bad. Per reporter, patient indicated that the morning dose was delivered at 8am the previous morning and that he had attempted at 8 am but it would not work. Per reporter, patient attempted to give morning dose once. At that time, patient reported difficulty breathing, thought he was having an asthma attack although he did not have asthma and indicated he thought he was having a heart attack; however, patient stated to reporter he did not need to go to the emergency room. Patient reported programmed rates as: morning dose 15.9, continuous dose 4.0, and extra dose 4.0. Per reporter, patient stated he did not think the programmed settings were programmed right.